Event description:
It was reported that intermittent cartridge alarms occurred during insulin delivery. The customer reported their blood glucose (bg) level as ¿high¿, specific value was not provided. A manual injection was administered to address bg level and customer reverted to manual injections for insulin therapy.